Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 800 mg/dl; cause was not known. A bolus was delivered. No issues were observed with the pump supplies. Customer went to the emergency room and lost consciousness. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with insulin. Ketones were considered dangerous by a healthcare provider. Additional treatment could not be recalled by the customer. Elevated bg/dka were resolved and there was no permanent damage. Customer was discharged on (B)(6) 2018.